Event description:
It was reported that suture placement was attempted during an arteriotomy closure of a mildly calcified common femoral artery using the preclose technique with two perclose proglide devices, prior to an abdominal aortic aneurysm procedure. The arteriotomy was 6f and was upsized to 18f for the interventional procedure. Reportedly, after the plunger was removed no suture was seen. A second proglide device was deployed with the same results. The access site was rewired and the third and fourth proglide devices were deployed to successfully complete the preclose procedure. After the procedure the sutures of the third and fourth devices were advanced but it appeared that hemostasis was not achieved. A surgical cut down was performed and it was observed that the sutures of the third and fourth devices had successfully closed the access site. Reportedly, a small hole in the artery adjacent to the access site was found that was the source of the bleeding. The physician closed the hole with one small stitch. The physician thinks that the hole in the artery was caused by the needles of the first or second device deflecting off of calcification in the artery. The physician is reportedly in-training in the use of the perclose proglide device. Additional information was not provided

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional perclose proglide device is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). The plunger, cuffs, link and needle tip were not returned with the device, which may have aided in the investigation. Analysis of the returned components body of the device, handle to foot function, guide tube, needle guide, bridge, suture bearing, exit ramp and sheath were normal. Both ends of the foot were examined and there were no needle strike marks detected. There was no abnormal observation found on the returned device that could have contributed to the reported event. The 2 loose sutures appeared to have been cut after the knot was positioned in the artery. It was reported that the there was mild calcification of the common femoral artery, which could have contributed to the reported experience. Per proglide instructions for use (IFU) under special patient populations it states: the safety and effectiveness of perclose proglide smc devices have not been established in the following patient populations: patients with femoral artery calcium, which is fluoroscopically visible at access site. Based on the results of the investigation, the most probable cause for the reported posterior cuff miss may have been due to needle deflection during plunger deployment due to interaction with human tissue or failure to position and maintain the device at a 45 degrees angle throughout deployment, however, no conclusive cause could be determined. There was no manufacturing or quality deficiency detected that could have contributed to the reported complaint. There was no manufacturing or quality deficiency detected. Review of the device lot history record did not reveal nonconforming material records associated with this lot. A query of the complaint handling database was performed and there does not appear to be an indication of a product quality deficiency.